Event description:
The patient's arm was placed directly on an acumed arc wrist tower plate without use of a towel or pad between the tower and the patient's arm. After the procedure was completed, a nurse touched the plate and reported the plate to be hot. (The instructions for use warn the user the arc wrist tower must be completely cool to the touch prior to use.) The patient's arm was removed from the plate. The user observed burns on the patient's arm and a subsequent skin graft was required. The patient is reported to be doing well.